Manufacturer narrative:
This MDR is a duplicate of 0001526350-2024-01527. The initial report was created in error and should be voided.

Event description:
This MDR is a duplicate of 0001526350-2024-01527. The initial report was created in error and should be voided.

Event description:
It was reported that during surgery, there was a damaged graft, and an additional graft was needed. No sutures were required at the harvest site. Due diligence is in process, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.